Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative followed up with the customer and informed the facility about the part numbers required to replace the old style touch screen with a new led touch screen. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive to touch during set-up. There was no patient involvement.